Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling /stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead had significant explant damage throughout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation damage occurred on the right ventricular (rv) lead. During the explant of the rv lead, it was noted the right atrial (ra) lead is fixed to the rv lead by massive fibrotic tissue. Rv lead was extracted and replaced. No patient complications have been reported as a result of this event.